Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the connection recognition has no problem, but the cutter did not actuate during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
One probe sample was received, however, the reported lot number was expired on the procedure date. Therefore no product evaluation was performed. The expiration date of the customer reported lot is 31jan2022. A sample was returned, however, a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).